Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink secondary medication set in which a no flow occurred when in use with an unknown carefusion primary set. According to the report, the nurse observed a no flow after connecting the secondary set to the upper y-site on the primary set. The secondary and primary sets were primed without issue. The alleged defect occurred when the primary set was connected to the luer activated device on the carefusion set. The secondary medication was tazocillin. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.